Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon completion of our investigation. Device not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not reading from the transduced inner lumen to the iabp. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings). Corrected fields: h6 (health effect ¿ clinical code). Additional information: (B)(6). It was reported by the customer that cs300 intra-aortic balloon pump (iabp) was not reading from the transduced inner lumen to the iabp. A registered nurse from hospital called and reporting that she could not get a reading from the transduced inner lumen to the iabp. They had initially perceived it to be a transducing issue. Changing out the transducer to a new one but it was unsuccessful. A getinge representative (get rep) guided her to change out the grey colored pressure cable (0012-00-1245) that ran from the transducer to the pump. She asked for get rep direct number and stated she would call her back after doing so. Approximately 20 minutes later, get rep called back after not receiving a return call. The registered nurse answered in phone call like ¿the cable fixed it, thanks!¿. The get rep asked if she could speak with her to get some information and was told she was busy now. Several call backs did not result in a registered nurse ever speaking with the get rep as she was told she was caring for the patient. The get rep could not get any detailed information for this complaint to determine if the cord in question was a product of ours. A gfes attempt was made to obtain further information via getinge dcu, however the dcu analyst was unable to get through to the customer via phone and there was no email provided. This complaint will be closed, if additional information is received, the complaint will be reopened and will update accordingly. The patient involvement is unknown. However, there was no adverse event reported.

Event description:
N/a.